Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Device requested, not yet received.

Event description:
During a procedure, the reamer tip fractured. No pieces fell in to the patient. Another device was used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Visual inspection of the reamer confirmed the tip had fractured; it appears to be fatigue fracture. Review of manufacture records found this item was made to specification and conforming when it left biomet control. A likely cause of the fracture would be use error, however, the complainant stated the correct technique was used; no definitive root cause can be determined.